Manufacturer narrative:
The reported event of ¿capture anomaly¿ was not confirmed. As received, a partial lead was returned in two pieces. The connector portion (a) measured 6.7 cm and the distal portion (b) measured 39.0 cm (outer coil) and 41.5 cm. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the right atrial lead was non functional and exhibited a capture anomaly. The lead was explanted and replaced. The patient was recovering and stable post procedure.